Event description:
Pt reported that the device was generating recurrent cartridge/adapter alerts. While troubleshooting the concern, pt removed the infusion set tubing, and primed through the adapter. Pt indicated that insulin streamed out of the adapter, and that the piston rod moved forward, as if there was no cartridge inside of the device. Pt stated that their blood glucose was elevated (350 mg/dl), which their treated by switched to insulin injections.